Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies in drawer 3-1 had failed. A field service engineer (fse) reseated the rowboard cable connections at the cubie trays and drawer controller. The field service engineer then checked for debris in the ejected cubies, and the ejected three cubies were returned to the pharmacy. The drawers and cubies were tested in diagnostics and application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a multiple failed cubies drawer. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.